Manufacturer narrative:
No patient involved. Device manufacturing date is unavailable. Other relevant device(s) are: product ID: 9733625, serial/lot number: unknown. A manufacturer representative went to the site to test the equipment. The ups 9733625 800va 120/240 selectable was replaced and the system is working as intended after part replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the system is not turning on due to fault in the ups unit. There is no patient present at the time of event.